Event description:
A malfunction alarm, identified as malf 1 with fault ID malfunction 1-0x279f, was reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed that the pump required replacement, and arrangements were made to send a replacement pump to the customer. The customer was informed of the need to replace the pump and was instructed on using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions for returning the faulty pump within ten days were also provided.